Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The blade was received used. Magnified visual inspection of the edge of the blade found several chips in the metal. It cannot be determined if this damage was present before use or incurred during use of the blade. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, the unit cut too deep into patient. There was unknown patient impact and there was no note of surgical delay. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.